Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead was suspected to be fractured. The lead also exhibited oversensing noise and high impedance. No medical intervention was performed. The patient was stable post event.